Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). .

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
The following issues were reported relative to the ventricular channel: threshold rise, capture failure and impedance increase into 3 kohms. The lead was confirmed to be well connected to the pacemaker. No abnormalities were noted to the lead when it was tested. The subject pacemaker was replaced.

Event description:
The following issues were reported relative to the ventricular channel: threshold rise, capture failure and impedance increase into 3 kohms. The lead was confirmed to be well connected to the pacemaker. No abnormalities were noted to the lead when it was tested. The subject pacemaker was replaced.

Event description:
The following issues were reported relative to the ventricular channel: threshold rise, capture failure and impedance increase into 3 kohms. The lead was confirmed to be well connected to the pacemaker. No abnormalities were noted to the lead when it was tested. The subject pacemaker was replaced.